Manufacturer narrative:
The product has been requested back for investigation and the customer agreed to return the device; however, at this time product has not yet been received. A valid serial number has not been provided. An investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Clinical data was reviewed and confirmed that freestyle libre sensors continue to be safe, effective, and perform as intended in the field. Stability data for freestyle libre sensors was reviewed and showed no anomalies or non-conformances that could have led to the complaint. Tracking and trending reports for the past year was reviewed based on the product line and reported issue. The review identified a tripped trend and corrective actions were taken. The most probable root causes associated with this failure mode are disconnected, faulty or damaged components, software/data corruption, or misuse. However, mitigations are in place to reduce and prevent such issues. All vital manufacturing steps are validated, monitored, and verified during manufacturing to ensure the system is in conformance with the verified design. All vital functions are monitored by the system and, when necessary, function is suspended to safeguard against inaccurate results. Labeling is provided to instruct the user on the intended use of all vital parts of the system to minimize misuse. All complaints and complaint trends are investigated to determine if there is a product defect/ deficiency. If a product defect/ deficiency is identified, a risk evaluation is completed and compared to the risk management report, to ensure the risk profile has not changed. Additionally, as a part of abbott¿s post-market surveillance process, all risk evaluations with associated complaint data are reviewed annually to determine if the risk profiles have changed as compared to the product risk management reports. These monitoring processes ensure that all product risk profiles remain acceptable and have a positive benefit/ risk ratio. If product is returned, a physical investigation will be performed per adc's established processes and procedures and a report will be submitted upon completion of investigation. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A low readings issue was reported with the abbott diabetes care (adc) device. The customer received unspecified low readings obtained on the adc device and initially self-treated with sweets, apple juice, and consequently did not administer insulin. It is unknown whether the customer noted a trend arrow on the device. As a result, the customer experienced symptoms described as weakness, fatigue, drowsiness, nausea, and vomiting. Due to the low readings, the caregiver obtained a glucagon syringe from a healthcare professional (hcp) and administered the customer with glucagon. The low values still remained on the adc device and the customer was transported to a hospital. Upon arrival, the customer received healthcare professional (hcp) administration oral glucose based on the low readings on the adc device. The customer's condition worsened and a comparison reading of 44 mg/dl on the adc device was compared to a reading of 1100 mg/dl obtained on a laboratory result. The results, when plotted on a parkes error grid, fall into the "out of range" zone, showing the difference in values to be clinically significant. It is unknown whether the customer noted a trend arrow on the device. The length of sensor wear is unknown. At the hospital intensive care unit (ICU), the customer received unspecified infusions as treatment for the diagnosis of hyperglycemia/diabetic ketoacidosis. The next day, a comparison reading of 53 mg/dl on the adc device was compared to a reading of 700 mg/dl on a laboratory result. The results, when plotted on a parkes error grid, fall into the "out of range" zone, showing the difference in values to be clinically significant. It is unknown whether the customer noted a trend arrow on the device. The customer was reportedly hospitalized for 3 days. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
Adc investigated this issue and determined that the sensor associated with this complaint may not meet product design specifications and may produce low glucose readings which are not clinically acceptable. This product has been determined to be within the scope of the investigation and actions conducted under adc field action fa1002-2025. No further investigation actions are required as this issue is confirmed to be in the scope of adc fa1002-2025. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A low readings issue was reported with the abbott diabetes care (adc) device. The customer received unspecified low readings obtained on the adc device and initially self-treated with sweets, apple juice, and consequently did not administer insulin. It is unknown whether the customer noted a trend arrow on the device. As a result, the customer experienced symptoms described as weakness, fatigue, drowsiness, nausea, and vomiting. Due to the low readings, the caregiver obtained a glucagon syringe from a healthcare professional (hcp) and administered the customer with glucagon. The low values still remained on the adc device and the customer was transported to a hospital. Upon arrival, the customer received healthcare professional (hcp) administration oral glucose based on the low readings on the adc device. The customer's condition worsened and a comparison reading of 44 mg/dl on the adc device was compared to a reading of 1100 mg/dl obtained on a laboratory result. The results, when plotted on a parkes error grid, fall into the "out of range" zone, showing the difference in values to be clinically significant. It is unknown whether the customer noted a trend arrow on the device. The length of sensor wear is unknown. At the hospital intensive care unit (ICU), the customer received unspecified infusions as treatment for the diagnosis of hyperglycemia/diabetic ketoacidosis. The next day, a comparison reading of 53 mg/dl on the adc device was compared to a reading of 700 mg/dl on a laboratory result. The results, when plotted on a parkes error grid, fall into the "out of range" zone, showing the difference in values to be clinically significant. It is unknown whether the customer noted a trend arrow on the device. The customer was reportedly hospitalized for 3 days. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
Sensor (B)(6) has been returned and investigated. Visual inspection performed on the returned sensor patch and no issue was observed. Data was extracted using approved software and extraction was successful. Sensor state 7 with event log 11, 224 & 227 and sensor state 8 with event log 9 are an indication that the sensor had terminated due to an error recognized by the sensor. This is a part of software design and is not an indication of product non-conformance. Functionality test will be performed on the sensor to verify if sensor is functioning as intended. The returned sensor was further investigated and de-cased. Performed an internal visual inspection on the sensor¿s pcba (printed circuit board assembly); no issues were observed. Performed an smu (source measurement unit) test using connector key to ensure the sensor's electronics were functioning correctly and the returned unit did not have any glucose reading issues. Poise voltage and sensor thermistor testing were both within specification, indicating the sensor was providing accurate glucose readings. The passing of functionality testing is an indication that there were no issues with sensor functionality and electronics, therefore this issue is not confirmed. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs (device history review) for the libre sensor and sensor kit was reviewed and the dhrs showed the libre sensor and sensor kit met specifications prior to release to distribution. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A low readings issue was reported with the abbott diabetes care (adc) device. The customer received unspecified low readings obtained on the adc device and initially self-treated with sweets, apple juice, and consequently did not administer insulin. It is unknown whether the customer noted a trend arrow on the device. As a result, the customer experienced symptoms described as weakness, fatigue, drowsiness, nausea, and vomiting. Due to the low readings, the caregiver obtained a glucagon syringe from a healthcare professional (hcp) and administered the customer with glucagon. The low values still remained on the adc device and the customer was transported to a hospital. Upon arrival, the customer received healthcare professional (hcp) administration oral glucose based on the low readings on the adc device. The customer's condition worsened and a comparison reading of 44 mg/dl on the adc device was compared to a reading of 1100 mg/dl obtained on a laboratory result. The results, when plotted on a parkes error grid, fall into the "out of range" zone, showing the difference in values to be clinically significant. It is unknown whether the customer noted a trend arrow on the device. The length of sensor wear is unknown. At the hospital intensive care unit (ICU), the customer received unspecified infusions as treatment for the diagnosis of hyperglycemia/diabetic ketoacidosis. The next day, a comparison reading of 53 mg/dl on the adc device was compared to a reading of 700 mg/dl on a laboratory result. The results, when plotted on a parkes error grid, fall into the "out of range" zone, showing the difference in values to be clinically significant. It is unknown whether the customer noted a trend arrow on the device. The customer was reportedly hospitalized for 3 days. There was no report of death or permanent impairment associated with this event. On 11-aug-2025, adc received additional information regarding this event, via email. The caregiver reported that the customer was hospitalized for nearly one week, during which they received hcp treatment, including two days of unspecified medication aimed at lowering both blood glucose and blood pressure levels. The caregiver noted a laboratory glucose reading of 1186 mg/dl and a blood pressure measurement of 220 mmhg. It is unknown whether these values were compared with readings from the adc device or when exactly they were obtained in relation to the reported medical event. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
The following sections have been updated with additional information received on 11-aug-2025: b5 - describe event or problem. B6 - relevant test/laboratory data. The product has been requested back for investigation and the customer agreed to return the device; however, at this time product has not yet been received. A valid serial number has not been provided. An investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Clinical data was reviewed and confirmed that freestyle libre sensors continue to be safe, effective, and perform as intended in the field. Stability data for freestyle libre sensors was reviewed and showed no anomalies or non-conformances that could have led to the complaint. Tracking and trending reports for the past year was reviewed based on the product line and reported issue. The review identified a tripped trend and corrective actions were taken. The most probable root causes associated with this failure mode are disconnected, faulty or damaged components, software/data corruption, or misuse. However, mitigations are in place to reduce and prevent such issues. All vital manufacturing steps are validated, monitored, and verified during manufacturing to ensure the system is in conformance with the verified design. All vital functions are monitored by the system and, when necessary, function is suspended to safeguard against inaccurate results. Labeling is provided to instruct the user on the intended use of all vital parts of the system to minimize misuse. All complaints and complaint trends are investigated to determine if there is a product defect/ deficiency. If a product defect/ deficiency is identified, a risk evaluation is completed and compared to the risk management report, to ensure the risk profile has not changed. Additionally, as a part of abbott¿s post-market surveillance process, all risk evaluations with associated complaint data are reviewed annually to determine if the risk profiles have changed as compared to the product risk management reports. These monitoring processes ensure that all product risk profiles remain acceptable and have a positive benefit/ risk ratio. If product is returned, a physical investigation will be performed per adc's established processes and procedures and a report will be submitted upon completion of investigation. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A low readings issue was reported with the abbott diabetes care (adc) device. The customer received unspecified low readings obtained on the adc device and initially self-treated with sweets, apple juice, and consequently did not administer insulin. It is unknown whether the customer noted a trend arrow on the device. As a result, the customer experienced symptoms described as weakness, fatigue, drowsiness, nausea, and vomiting. Due to the low readings, the caregiver obtained a glucagon syringe from a healthcare professional (hcp) and administered the customer with glucagon. The low values still remained on the adc device and the customer was transported to a hospital. Upon arrival, the customer received healthcare professional (hcp) administration oral glucose based on the low readings on the adc device. The customer's condition worsened and a comparison reading of 44 mg/dl on the adc device was compared to a reading of 1100 mg/dl obtained on a laboratory result. The results, when plotted on a parkes error grid, fall into the "out of range" zone, showing the difference in values to be clinically significant. It is unknown whether the customer noted a trend arrow on the device. The length of sensor wear is unknown. At the hospital intensive care unit (ICU), the customer received unspecified infusions as treatment for the diagnosis of hyperglycemia/diabetic ketoacidosis. The next day, a comparison reading of 53 mg/dl on the adc device was compared to a reading of 700 mg/dl on a laboratory result. The results, when plotted on a parkes error grid, fall into the "out of range" zone, showing the difference in values to be clinically significant. It is unknown whether the customer noted a trend arrow on the device. The customer was reportedly hospitalized for 3 days. There was no report of death or permanent impairment associated with this event. On 11-aug-2025, adc received additional information regarding this event, via email. The caregiver reported that the customer was hospitalized for nearly one week, during which they received hcp treatment¿including two days of unspecified medication aimed at lowering both blood glucose and blood pressure levels. The caregiver noted a laboratory glucose reading of 1186 mg/dl and a blood pressure measurement of 220 mmhg. It is unknown whether these values were compared with readings from the adc device or when exactly they were obtained in relation to the reported medical event. There was no report of death or permanent impairment associated with this event.